Event description:
It was reported that prior to use during setup, the cardiosave intra-aortic balloon pump (iabp) is not turning on. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) troubleshot by calling the customer and confirmed that batteries were depleted and unit wouldn't power on when plugged into ac power. The fse had customer reseat rescue unit into trolley, then confirmed charging came on and unit powered up without issue. Rescue unit wasn't fully engaged in hybrid mode. Customer will charge batteries and place unit back in service. The issue was resolved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not turning on. There was no patient involved.